Manufacturer narrative:
(B)(4). Batch # t5ce62. Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: could you please specify what was the issue with the device. Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Could you please specify if a part of the device was damaged. Was the handle damaged? Was the jaw? Does any part dislodged from the device? Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with the jaws in the closed position, the closure trigger, and the firing trigger in the opened position and with no reload present. The device was received with the anvil disengaged from the ring closure. This condition was caused due to an insufficient anvil crimp. No functional test was performed due to the condition of the device. The insufficient crimp assembly is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that the product was damaged so they used different stapler to complete the surgery. There were no patient consequences.